Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient has an infection at the ipg site. As a result, the ipg was explanted on (B)(6) 2019. Patient is being treated with oral antibiotics.